Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that insulin pump turned off without first receiving a low battery alert. It was believed that battery cap was damaged. Customer's blood glucose was unknown. Battery cap would be replaced.